Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced high blood pressure and nausea after their initial procedure and was admitted to the hospital. The physician stated that the patient's symptoms were not device-related, and that they were likely a reaction to anesthesia or procedure trauma. Anxiety and depression were noted. The patient was discharged and met with their physician the following day. Their stimulation was turned on and the patient did not experience any symptoms but continued to want their device explanted. The patient had their device explanted. There were no additional patient complications.